Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 116, 289, and 68 mg/dl when testing was performed a few minutes apart on the compact system. Reporter stated he was experiencing hypoglycemic symptoms during the time of testing. Reporter indicated self treating with either food or something to drink, but was not certain as to which type of treatment. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.